Manufacturer narrative:
Pr (B)(4) - supplemental MDR - barrel cracked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Potential root cause for the shield tight defect is associated with the assembly process. Most likely too much pressure was applied when applying the needle to the syringe. The complaint is associated with a known issue for these batches. Quality has previously reviewed, evaluated and investigated this failure mode. The following corrective actions were recently completed. A quality alert will be sent to the plant and re-education of all associates on this production line to applicable work instruction and video for proper procedure for syringe with needle visual inspection. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c barrel cracked. The following information was provided by the initial reporter: material #:309657. Batch#:5084397. Verbatim: we have had some issues with the syringes leaking on the side of the syringe, not at the tip. When I spin the syringe, in the right light, I can see a crack lengthwise down the side of the syringe. No harm to patient.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.